Event description:
It was reported that pump experienced repeated malfunction alarms, including malfunction code 12, without any notable events occurring beforehand, and that customer¿s blood glucose level rose to 567 mg/dl due to issue. Customer gave a corrective insulin injection by pen or syringe, did not require assistance from another party, continued to use current pump with backup method if needed, and was provided instructions on storage mode and pump return process.